Manufacturer narrative:
Measurement test was performed using a gage for testing male conical fitting and gage for testing female conical fitting, those results fulfilled iso594 standard requirements. The other component involved for the separation reported was not received. See scanned page.

Event description:
It was reported to covidien that the connector has disconnected. The stopcock tightening sleeve was first loosening, even after being tightened with hemostats it came loose spontaneously almost immediately. It was connected to a string of other stopcocks which were connected to a PICC line. The problem was noticed during setup and use. The stopcock disconnected from the patient's PICC and fell on the ground.